Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), anxiety ("anxious"), depression ("depressed"), herpes zoster ("shingles") and haemorrhoids ("hemorrhoids"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6)2017. At the time of the report, the medical device removal, migraine, alopecia, weight fluctuation, anxiety, depression, herpes zoster and haemorrhoids outcome was unknown. The reporter considered haemorrhoids and herpes zoster to be unrelated to essure. The reporter considered alopecia, anxiety, depression, medical device removal, migraine and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New events shingles and hemorrhoids were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), anxiety ("anxious"), depression ("depressed"), herpes zoster ("shingles"), haemorrhoids ("hemorrhoids") and genital haemorrhage ("hevy bleeding/big clots"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, weight fluctuation, anxiety, depression, herpes zoster, haemorrhoids and genital haemorrhage outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, haemorrhoids, herpes zoster, migraine, pelvic pain and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), anxiety ("anxious"), depression ("depressed"), herpes zoster ("shingles"), haemorrhoids ("hemorrhoids") and genital haemorrhage ("hevy bleeding/big clots"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, migraine, alopecia, weight fluctuation, anxiety, depression, herpes zoster, haemorrhoids and genital haemorrhage outcome was unknown. The reporter considered haemorrhoids and herpes zoster to be unrelated to essure. The reporter considered alopecia, anxiety, depression, genital haemorrhage, migraine, pelvic pain and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on 20-apr-2020: event medical device removal was replaced with pelvic pain and genital bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), migraine ("migraines"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, migraine, alopecia, weight fluctuation, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, depression, medical device removal, migraine and weight fluctuation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.